Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was average, the rotating hemostatic valve (rhv) was opened enough to allow passage of the device through without damage, no excessive force was applied while advancing the coil, no torque was given where advancing the delivery wire, and the coil broke while advancing the coil within the microcatheter. The broken coil was removed by taking the microcatheter outside the body and flushing. In the case of this complaint, it is probable that resistance encountered in the microcatheter during the procedure contributed to the coil breaking during advancement. An assignable cause of procedural factors will be assigned to this complaint as this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, when the subject coil was advancing within the microcatheter, resistance was encountered. When the subject coil was removed it was found to have broken in the middle section. The physician took the micro catheter outside the body and flushed it to completely remove the subject coil fragments. The procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, when the subject coil was advancing within the microcatheter, resistance was encountered. When the subject coil was removed it was found to have broken in the middle section. The physician took the micro catheter outside the body and flushed it to completely remove the subject coil fragments. The procedure was completed without clinical consequences to the patient.